Manufacturer narrative:
Patient's city: (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 11-may-2024, it was reported that the patient was hospitalised on (B)(6) 2024 due to high blood glucose level of 775 mg/dl. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment. Currently, the blood glucose level of the patient was 150 mg/dl. At the time of this report, the patient was still in hospital. No further information available.